Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as red/ oozing/ and bleeding. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cream and powder for the skin irritation, also advised to keep lifevest off until healed. Follow up indicated that the skin irritation improved.